Event description:
It was reported that an attempt was made to direct stent the severe and heavily calcified lesion in the celiac artery with a non-abbott stent; however, this was unsuccessful. The lesion was crossed, with difficulty, with the trek balloon, which was inflated to 12 atmospheres for 20 seconds for predilatation; however, after several attempts to deflate the balloon, it would not deflate. An attempt was made to remove the balloon, still inflated, from the patient; however, during this attempt resistance was felt and the shaft of the trek separated approximately 1/2 cm distal to the guide wire exit notch. A gooseneck snare was used to successfully retrieve the separated segment from the patient. A delay in the procedure was reported due to the inability to deflate and remove the balloon from the patient. Reportedly the balloon was not soaked for the required 30 seconds prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant device: guide wire: choice pt. (B)(4) - incorrect prep. Evaluation summary: analysis of the rx trek catheter noted blood visible in the guide wire lumen, on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and the catheter used in the patient anatomy. The balloon was partially inflated with contrast. The shaft was separated 2.2 cm distal to the guide wire exit notch, confirming the reported separation. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). There were multiple kinks throughout the entire length of the shaft. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily calcified, which may have contributed to the resistance. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, the catheters are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. It is possible that the hypotube was kinked during the procedure, which could have contributed to the difficulties deflating the balloon, as there was no damage noted to the catheter prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the balloon was retracted partially inflated, this would contribute to resistance during retraction and if force was applied as resistance was encountered, this would contribute to the shaft separating. Due to the condition of the returned product, a conclusive cause for the deflation difficulties could not be confirmed; however, the difficulty removing the catheter and shaft separation appear to be related to the balloon unable to deflate. It was reported the balloon was not soaked prior to use. It should be noted the trek rx instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon prior to use contributed to the reported difficulties. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents, there is no indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.